Event description:
It was reported that error code 41541, latch lock flex was experienced.

Manufacturer narrative:
UDI details were not accurate in the initial report. Updated d1 and d4. No patient involvement. Updated h6.

Event description:
Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Latch optic flex sensor was found to be inoperable and it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.